Event description:
It was reported that while using bd vacutainer® 9nc 0.109m plus blood collection tubes, there was underfill of one tube. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Bd was unable to perform an investigation because the tubes expired on (B)(6) 2023. Expired tubes will draw less volume than tubes still within their shelf-life. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements this complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® 9nc 0.109m plus blood collection tubes, there was underfill of one tube. No patient impact reported.